Event description:
It was reported that patient underwent distal femur replacement on (B)(6) 2015. During the procedure, after reaming the femur to 13mm and trialing with 13 mm stem trial, the 13.5mm implant was not fitting as tight as the trial. Another stem was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Dimensional evaluation found component to not be within design specification. Investigation into the issue determined that this was an isolated incident.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00829).

Event description:
It was reported that patient underwent distal femur replacement on (B)(6) 2015. During the procedure, after reaming the femur to 13mm and trailing with 13 mm stem trial, the 13.5mm implant was not fitting as tight as the trial. Another stem was utilized to complete the procedure. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to loosening of the stem. During the procedure, all components except the tibial tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent distal femur replacement on (B)(6) 2015. During the procedure, after reaming the femur to 13mm and trialing with 13 mm stem trial, the 13.5mm implant was not fitting as tight as the trial. Another stem was utilized to complete the procedure. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to loosening of the stem caused by illness and chemotherapy treatments. During the procedure, all components except the tibial tray were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.